Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to inspect and clean the pump and attempted to load a new cartridge with assistance, but the error recurred. Customer reverted to using multiple daily injections as a backup therapy.